Event description:
Patient (pt) reported pump failure that occurred this morning around 8 am pst. Alarm for solis pump serial # (B)(6) had an alarm code 45986, pt changed the pump batteries and had an error message of low battery. Pt ended up doing a new mix with back up pump. Author was able to trouble shoot with patient, pt turned pump device on/off at two separate occasions and pump seemed to work fine. Author advised pt to re-use the pump for next mix tomorrow morning (B)(6) 2026. Did the reported product fault occur while in use with the patient? Yes did the product issue cause or contribute to patient or clinical injury? No did we replace device? No - pump functioning. Did the patient have a backup device they were able to switch to? N/a. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing was the specific pump alarm code 45986 and then low battery alert is malfunctioning. Pump available for return - no return, able to have pump work again malfunctioning pump serial number (B)(6).